Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analyisis is not available, and we are not able to determine the root cause of this event. A review of the mfg record for this particular batch # 8150352 shows that the device met its material, assembly and product specs at the time of its release to distribution.